Manufacturer narrative:
Investigation is ongoing.

Event description:
Full thickness burn on posterior leg following treatment with vasculaze.

Manufacturer narrative:
12-nov-2025: follow up report is submitted with investigation conclusions. The device was inspected and no technical issues were revealed. The root cause was attributed to several user errors: firing over an existing bruise, which absorbed all the light energy and caused a burn. This was most likely combined with additional technique-related errors, such as firing without full contact or insufficient amount of coupling gel, making the energy accumulate at the surface. The clinic received a retraining and the patient healed.

Event description:
Full thickness burn on posterior leg following treatment with vasculaze